Manufacturer narrative:
H6: investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop-off with the incident lot was not observed. The photo shows a tube and the hemogard closure assembly separated in a bag with no blood present in the tube or in the bag. One hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. The hemogard closure assembly was correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The ten (10) retention samples demonstrated no issues with the hemogard closure assembly being loose or separating during or after the functional testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the top of tube came off. The top of a 3.0 ml tube easily came off. While there was plasma in it causing air, contamination of a samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that the top of tube came off. The top of a 3.0 ml tube easily came off. While there was plasma in it causing air, contamination of a samples.